Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced reoccurring system error code #23013. With the assistance of an isi technical support engineer (tse), the site exercised axis 3 on the right master tool manipulator (mtmr) and the system was successfully able to enter following mode, however, approximately 30 seconds later, the system error code #23013 reoccurred. The surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #23013 experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one of his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #23013 system error code appears when the da vinci s safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, an axis potentiometer and motor encoder assembly were replaced. As of june 19, 2009, there have been no reported recurrences of the issue at this hospital.